Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving multiple high voltage therapy shocks. Upon review of the episodes, the patient¿s implantable cardioverter defibrillator exhibited inappropriate therapy due to double counting of r-waves due to widened qrs complexes. Additionally, intermittent atrial undersensing was seen. The device was reprogrammed. No further information was available.